Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found one of the haptics torn. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -11.0/2.5/064 (sphere/cylunder/axis), implantable collamer lens tore while loading. There was no patient contact. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.